Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer's representative (rep). It was reported that the cause of the motor stalls and recoveries was not determined. It was reported that the patient was educated regarding symptoms of intrathecal baclofen withdrawal, and the alarms were played in reference for the patient. The patient was prescribed oral baclofen. As of (B)(6) 2018 the motor stalls have not occurred again. The patient's weight was noted as (B)(6) on (B)(6) 2018. It was reported that the rep checked the logs and did not see any abnormalities with the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 484mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump had a motor stall occur on (B)(6) 2018 at 2:52. The alarm was not heard but it was seen in the logs. The motor stall recovered on (B)(6) 2018 at 3:46. Another motor stall occurred on (B)(6) 2018 at 11:48 and recovered on the same day at 12:05. The alarm for the second motor stall was heard. The patient had not recently had a magnetic resonance imaging scan (MRI). The patient was given oral baclofen. No symptoms were reported. No further complications were anticipated/reported.